Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the patient data may not be current. The customer had checked and confirmed no issues with the network. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient data may not be current. A technical support specialist (tss) dialed into the test care-fusion coordination engine (cce). Tss found the c: drive folder occupying 98.5 gb, causing the cce-service to stop unexpectedly. Identified many old logs archive files and moved them to the f: drive. Tss restarted the cce-service and confirmed message flow. Joined a bridge call with hospital information technology team (hit). Tss deleted event archives older than 12/1/2025 per hit instructions and disabled windows event viewer archiving to prevent recurrence. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.